Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The severely calcified target lesion was located in the superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced into the lesion for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another high-pressure balloon followed by stent placement. There were no patient complications as a result of this event.